Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found to have grip axis 6 input disk completely broken inside the housing and axis 7 input disk cracked. The complaint was confirmed by failure analysis. The input disk component consists of ultem or peek material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument had a piece missing. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, customer could not provide any further details regarding the event.

Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.